Event description:
Reportedly, the pt had undergone a lumbar spine scan. During the scan, the pt had his left hand located at the side of his left hip. Reportedly, after scanning, the pt noticed a reddening of this left thumb and then when he got home, he noticed a burn blister on his left thumb and on his left hip. A burn which results in blistering of the skin can be classified as a 2nd degree burn which may be considered a major burn (serious injury), depending upon the location and size of the burn. Reportedly, no malfunction of the mr system had occurred and it was found to be functioning properly. The burns are allegedly due to radiofrequency energy during mr scanning caused by a current loop created by the pt's hand touching his hip. This resulted in the heating of the pt's thumb and hip at the point of skin to skin contact.